Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was a false atrial fibrillation episode due to undersensing of low intrinsic amplitudes. Technical services discussed some testing options. There were no additional adverse patient effects.